Manufacturer narrative:
The company svc rep examined the sys and could not duplicate the problem reported. The phaco handpieces were tested and all functioned well. The footswitch was tested with no problems found. Additional testing was performed with the test load box and scopemeter with no problems found. The sys was then tested and met all product specifications. (B)(4).

Event description:
The nurse reported a sys message displayed in the middle of surgery. The first case was completed with no problems. During the second case, the sys primed and tuned with no problems. The surgeon started phaco and the functions stopped with no aspiration or phaco. The cassette was changed, the connections were checked, and the tubing was reconnected. The sys started working again and they completed the second case as planned. The sys functioned fine for a few more cases. During the last case, the surgeon started phaco and again the functions stopped. The cassette was changed, the connections were checked, and the tubing was reconnected. The problem would not clear. The touchscreen was used to re-prime and re-tune. The problem cleared and the surgeon completed the case as planned. There was a slight delay while re-priming. No pt injury was reported.